Event description:
Customer reports being unable to test her blood glucose on the advantage system while having lot blood glucose symptoms due to device error. Customer's mother treated her with juice and food; symptoms improved about 30 minutes later. Requested return of suspect device and replacement was sent.